Event description:
It was reported that the non-pacemaker dependent patient presented in the emergency room after an accident. The pulse generator could not be interrogated. The ID byte was checked and was not correct; once it was restored the device was found to be in backup vvi. Due to a failed download and inability to communicate with the device, further troubleshooting could not be performed. It was noted that the patient had been cardioverted recently.

Manufacturer narrative:
Na